Event description:
It was reported in an article in cardiology journal 2010, vol. 17, no. 1, pp-104-108 titled entrapment of hydrophilic coated coronary guidewire tips, a guidewire tip fracture occurred. The physician was treating a lesion located in the tortuous and calcified mid circumflex artery. Upon crossing the lesion, the guide wire tip detached and became entrapped in the calcified lesion. The guidewire tip was isolated from circulation with angioplasty and stent implantation with a bare metal stent. The patient is asymptomatic for a year after intervention.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).